Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.